Event description:
It was reported, that the light source had the front panel blinking. The issue was found during maintenance. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
E1: (B)(6). The device was returned and the evaluation found that the front panel was blinking and there was an e300 error due to a faulty scope socket and dust was found inside the equipment. The device evaluation is still ongoing. Should additional relevant information become available, a supplemental report will be submitted.